Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There were no issues during the disposable device manufacturing, including sterilization. Products met final inspection and testing requirements prior to shipment. Note: the markings are considered cosmetic in nature and were not due the miradry device. The markings occurred during the anesthesia administration prior to the miradry treatment. This report is being filed based on the patient's expressed desire to pursue laser tattoo removal.

Event description:
Clinic report patient's concern due to lingering marks on the skin, described by the patient as 9 pin point sized ink spots under both arms. "Sharpie" markers were used to identify anesthesia injection points prior to the patient's miradry treatment. The clinic does not provide the service but suggested tattoo laser removal.